Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, there was no current of injury on the psa through the lead. The lead was removed and replaced. The patient was in stable condition.